Event description:
New information indicates that the patient presented to the clinic on (B)(6) 2025, and device reprogramming was performed. No patient symptoms were reported.

Event description:
It was reported that two episodes of post-paced t-wave oversensing after biventricular paced beats were noted on the right ventricular (rv) lead. No intervention was made at this time. The patient was in stable condition with no adverse health consequences.